Manufacturer narrative:
During on-site preventive maintenance of the thermogard xp ivtm system (sn (B)(6)), the zoll technician replaced the coolant and confirmed that the coolant level was at the top indicator line of the coldwell, but after that, the technician noticed that the coolant level was lower than the top indicator line. The copper tube connected to the circulation pump at the bottom of the coldwell was observed to be wet. When the technician touched the wet area, the line pipe of the circulation pump completely came off, coolant got into the console, and the power supply was wet. The technician stopped the preventive maintenance and returned the console to the zoll service depot for repair. The coolant leak was confirmed during the testing at zoll service depot. No physical damage was observed on the thermogard system during the visual inspection. The power supply needs to be replaced, and the disconnected copper tube needs to be connected and secured to address the observed problem. The thermogard system was manufactured in 2012 and is 11 years old, well past the expected serviceable life of five years. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During on-site preventive maintenance of the thermogard xp ivtm system (sn (B)(6)), the azm technician replaced the coolant and confirmed that the coolant level was at the top indicator line of the coldwell, but after that, the azm technician noticed that the coolant level was lower than the top indicator line. The copper tube connected to the circulation pump at the bottom of the coldwell was observed to be wet. When the technician touched the wet area, the line pipe of the circulation pump completely came off, and coolant got into the console. The coolant leak was confirmed. The technician stopped the preventive maintenance and returned the console to the azm office for repair. No patient involvement.